Event description:
The patient contacted animas on (B)(6) 2014 reporting that the piston rod is not moving in pump to push the insulin. The patient first noticed yesterday when their blood glucose (bg) went up to 300 mg/dl with small ketones. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient took insulin cartridge out and put back in and tried to deliver insulin while disconnected and states barely seeing any insulin and then when cartridge was removed the piston rod was in the same spot. There is no reported adverse event with this complaint. This report is made based on the allegation of the motor issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review showed dates from (B)(6) 2014 with no information found on pi date of (B)(6) 2014 for motor issue. The time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor, no moisture corrosion was observed. Investigators were unable to duplicate the complaint during investigation. The pump rewind to the 206 position on (B)(6) 2014 with no stoppage and piston was moving forward when load step was activated. There was no defect found.